Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis observed a hemostatic valve separation issue. Initially it was reported that the "dilator was unable to go into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium during the set up.¿ the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued successfully. There was no patient consequence reported. Additional information was received on the event. The resistance they were having with the sheath occurred when they were putting the dilator into the sheath. There was no occlusion when irrigating the sheath. It was not known if the sheath either narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath. No visible section broke. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve, brim cap or hub did not become detached from the sheath. The sheath was not being used on the patient. The event was assessed as a not MDR reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 the hemostatic valve was dislodged inside the hub of the device. The hemostatic valve dislodged inside the hub of the device was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Obstructed test was performed. The dilator was inserted into the analyzed device and cannot be introduced into the sheath per hemostatic valve position. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. (B)(4).